Manufacturer narrative:
Correction: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -10.50/1.0/044 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to low vault. In a second surgery on (B)(6)2021 a longer length replacement lens was implanted . This resolved the problem. Cause of the event is reported as patient related factor. D6b reported as on (B)(6) 2021 / correct to on (B)(6) 2021. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -10.50/1.0/044 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem.cause of the event is reported as patient related factor.

Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).